Manufacturer narrative:
For the investigation, the log file and the tests done on site were analyzed. According to the log file, the reported event could be confirmed, the evita xl detected a deviation, and performed several warmstarts in order to solve the problem. As a safety feature of the ventilator, the ventilator software analyzes, and verifies proper function of the device. If the ventilator software detects an internal failure, it triggers a warmstart (re-boot). The user would be alerted to this condition by an audible alarm, and a visual message would be posted in the display. The device itself will briefly power off and then back on. During this time, an emergency-breathing valve would open allowing for spontaneous breathing. After successfully passing the boot sequence (app. 8 seconds) the ventilation will be continued with the old parameters. An alarm would be posted. In the event of an unsuccessful warm start, a continuous audible alarm would be activated and the emergency-breathing valve would remain open. Manual ventilation with an alternate device may be considered necessary. The tests done site proved the mixer cartridge valve o2 to be the root cause for the reported problem. Due to a faulty component at the mixer cartridge valve o2 the valve could not be opened, and thus, overloaded the internal power supply when trying. The respirator has reacted on a faulty component as specified. The faulty component was detected and warmstarts were triggered. The user was alerted by posted alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment, and thus, accepted.

Event description:
It was reported that a buzzer sounded suddenly, and the device shut down during use. The user immediately switched to ambu bag, and replaced the respiratory system. No injury was reported.